Event description:
Caller reported a malfunction on the pump, and the screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to troubleshoot by plugging the pump into a power source, and although the screen eventually turned on, the malfunction code was not resettable. As a result, technical support decided to replace the pump with a loaner pump.